Manufacturer narrative:
Concomitant medical products and therapy dates: model: 2311 (x2), scs adapter. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg has been unable to communicate with his charging system and programmer. A replacement charging system was sent to the patient but did not provide resolution. X-rays were taken and no anomalies were found. The patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.